Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a right ventricular (rv) lead was opened but none of the stylets could be inserted into the lumen of the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.